Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as weeping rash on her back. The patient reported the garment was too tight and was issued larger garments. There was no alleged device malfunction contributing to the irritation. The patient reported the doctor believes the irritation could be a yeast infection. The irritation improved with the use of antifungal cream. Reporting out of an abundance of caution.